Manufacturer narrative:
H6: added code d12 - known inherent risk of device.

Manufacturer narrative:
Date of event: as the date of identification of the endoleak is unknown, the date of event has been estimated as the date the gore representative became aware: (B)(6) 2022. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, the gore representative became aware of a proximal type I endoleak without device migration. Neck degradation was reported as the cause of the endoleak. It is reportedly unknown if aneurysm enlargement was present. On (B)(6) 2022, a reintervention was performed whereby a gore® excluder® aaa aortic extender component was placed proximally. The endoleak was successfully resolved. There were no further reported issues. The patient tolerated the procedure.